Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was surgically revise due to unknown reason. This device remains in service. No additional adverse patient effects were reported. Additional information received indicates that the pocket revision was performed for cosmetic reasons and the device is fine with no issues. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was surgically revise due to unknown reason. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.